Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was administered insulin (method unknown).

Manufacturer narrative:
Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin. In addition, the formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported skin condition irritation. The exact cause of the skin condition irritation could not be conclusively determined.